Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer's blood glucose (bg) ranged from 400-500 mg/dl. The customer addressed their bg with a manual injection. The customer reverted to manual injections for insulin therapy.